Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4305855. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device cracked. The following information was provided by the initial reporter: q-syte--connector housing damaged/plug and housing detached during the use of this product, the connector shell cracked and the connector plug part fell off the shell and got stuck in the pre-filled screw port.

Manufacturer narrative:
The complaint of damaged q-syte connectors was confirmed and the cause appeared to be manufacturing related for one unit. Two q-syte connectors were provided for investigation. The external threads of the q-syte connectors were fractured, which affected the connection between the q-syte connector and a mating device. The damage observed on one unit appeared to be associated with the manufacturing process. For the other unit, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.